Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer's blood glucose was 157 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula upon removal of their infusion set. Customer was advised their no delivery alarm may be caused by the bent cannula. The customer was advised to change out their infusion set and monitor their insulin pump. No additional information provided.